Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of an aortic aneurysm. It was reported that wire got unraveled during the procedure during normal use. The wire was removed from the patient and another archer wire was used to complete the case. None of the wire components remained in the patient. No clinical sequelae were reported and the patient is fine.

Event description:
The wire was returned and its evaluation has been completed. The device was returned bloodied. Upon inspection of the wire, the coil was unraveled from the distal end of the core wire. The unraveled section of the wire was 15 cm long; the first 8.65 cm the coil was intact, while the remaining 6.3 cm was stretched. In addition, there was a 12.7 cm section of stretched coil that was still wrapped around the core wire. The coating of the wire was intact and the rest of the wire was unremarkable. Microscopic images were taken and revealed that the core wire broke approximately 1 mm from the distal bond; the distal weld was intact. The core wire was tapered, which is consistent with a tensile failure mode. The core wire broke near the distal weld. The root cause of the event could not be conclusively determined.